Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that approximately four to six months after the patient had a supera stent implanted, restenosis was found in the stent. The patient was re-hospitalized approximately 5 months ago, and medical intervention was performed to prevent permanent impairment. No additional information was provided.

Manufacturer narrative:
(B)(4). In the absence of reported part number, UDI cannot be calculated. There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The reported patient effect of restenosis, as listed in the supera instructions for use, is a known patient effect. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.